Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty with the right ventricular (rv) lead. After initial placement of the lead, the r-wave value dropped so the physician decided to move the lead. This was difficult as the tip could not be placed in the desired rv apical position for about fifteen minutes. After the physician found an apical position, the helix did not extend after twenty rotations. The lead was taken out of the patient and the helix extension was tried on the table with no success. The rv lead was not used and replaced with a different lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead was returned with the helix retracted and tissue inside the helix, which was removed with alcohol. Analysis found the helix of the lead was extrinsically bent. The helix extends and retracts within specification. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. A visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.